Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath liner delamination was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, 'upon removal of the sheath, the film portion at the tip of the sheath appeared pleated, like an accordion. ['] per the physician's comment: it was suggested that the guidewire (gw) may have passed between the liner and damaged the liner during removal. When the delivery system was removed, it was removed while close to the liner, which is thought to have caused the liner film to roll up like a bellows.' Evaluation of the provided imagery showed bunching of the liner. It is possible that the guidewire and/or delivery system interacted with the distal liner during device removal resulting in the observed liner bunching. As such, available information suggests that procedural factors (guidewire/ds interaction with liner) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our edwards lifesciences japanese affiliate, after deployment of the sapien 3 ultra resilia valve as usual and upon removal of the sheath, the film portion at the tip of the sheath appeared pleated, like an accordion. There was no resistance during device (sheath, commander delivery system) insertion or removal. Per the physician's comment: it was suggested that the guidewire (gw) may have passed between the liner and damaged the liner during removal. Calcification at the mld was unknown. The sheath has been discarded and there is no patient injury reported.